Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 532 mg/dl. The customer also stated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 532 mg/dl and the sensor glucose was 50 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 66 mg/dl. Suspend on low limit in sensor settings was 90 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer declined troubleshooting for high blood glucose value. The product will not returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08710 inches. Device was programmed with a test guardian 3 link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test value (240 mg/dl) properly and displayed correctly on the display graph. Device was also programmed with test glucose meter. Device communicated properly and recorded the 93 mg/dl value properly from glucose meter. No unexpected sensor or blood glucose meter communication errors or low blood glucose suspend alarms noted during testing. (B)(4).